Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a suspected vegetation or infection on the left ventricular (lv) lead seen on echocardiogram. The lead was removed. Post explant, the physician noted, that there were no signs of infection or vegetation. No further patient complications have been reported as a result of this event.